Event description:
The floating mass transducer was inadvertently pulled out of the radical cavity, which led to damage to the conductor link. Re-implantation with a new vibrant soundbridge took place on (B)(6) 2015.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.